Event description:
It was reported that the unspecified bd infusion set experienced leakage. This is the 2nd of 2 occurrences. The following information was provided by the initial reporter: md/manager/pharm notified bag suspended bag 4 up yesterday early eve. Leak noticed at hr. 9 of 24hr infusion.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd infusion set experienced leakage. This is the 2nd of 2 occurrences. The following information was provided by the initial reporter: md/manager/pharm notified bag suspended bag 4 up yesterday early eve. Leak noticed at hr. 9 of 24hr infusion.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received with this complaint. A device history review could not be completed as no batch number was provided. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident.